Event description:
User facility reported that an order was placed in 11/2005 but received in 2/2005. The delayed shipment resulted in a cancellation of surgery and pt had to be transferred to another clinic for treatment.